Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2005 - a bard composix mesh was used to repair the patients' ventral hernia defect. On (B)(6) 2005 - the patient underwent surgery to explant the mesh. During surgery the patients surgeons noted an infected seroma of the anterior abdominal wall requiring incision and drainage, debridement of abscessed cavity and partial removal of the previously placed mesh. The attorney's report alleges permanent injury, infection, seroma, abscess, additional surgery, defective mesh, partial explant.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The patient's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional information. A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. The attorney's report alleges the patient developed a seroma which became infected. Seroma and infection are known possible adverse events listed in the products IFU. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Additionally, no sample was returned for evaluation. This MDR includes all patient, event and device information davol has received to date. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.